Event description:
Customer reported being admitted to the intensive care unit (ICU) three weeks ago due to chest pains.according to customer, doctor told customer chest pains were related to diabetes. Customer tested device before going to ICU. However, value was not provided. Hospital lab = 40 mg/dl. Customer was given an IV and had blood drawn. Controls were used, however values were not provided. A requested was made for return product and replacement product was sent.